Event description:
The trial patient, who initially seemed calm, was then screaming and noted she was shaking and not feeling ok. Patient services spoke to a male that was at the home with trial pt. Patient services asked if there was something wrong with the device. Male caller said he thinks the pt has anxiety but was not sure. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. While on phone with patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.